Event description:
It was reported that during a da vinci radical cystectomy procedure, sudden error with notion: `blade can be unprotected`. After removal and restart generator, there was no calibration possible and instrument was not useable any more. A new instrument was used. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's blade dislodged. The blade was exposed approximately .091 between grips. The blade and blade track looked free of biodebris. The instrument was placed on a system and failed homing. Additional, the blade was bent. The knife blade was pulled out of the garage for inspection and it was found bent at the knife and cable interface. An additional observation not reported was the snake wrist was dislodged. The teeth that mate with each other did not sit properly, causing the wrist to be dislodged. No other damage was found. The instrument was unable to tested due to the wrist being dislodged. Log file data showed the instrument was used properly and was reinstalled 4 separate times and then had 1 blade jam error. The instrument was then reinstalled 3 consecutive times and had a homing failed error. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged snake wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.